Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and failed. Data was provided for evaluation. The data was reviewed and errors related to the complaint were observed. The complaint confirmation of a low transmitter battery was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 , the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation confirmed a low transmitter battery, in addition, a failed transmitter error was present in connection to the reported allegation. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of transmitter failure error.